Manufacturer narrative:
(B)(4). Concomitant medical products: taper stem plug, item# 00596009900, lot# 62791463. Femoral component option size f left compatible with lps-flex prolong, item# 00596401651, lot# 62814814. All poly patella size 38 mm dia. Standard 9.5 mm thickness, item# 00597206538, lot# 62793810. Stemmed tibial component precoat, item# 00598004702, lot# 62893518. The reported event was confirmed through medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient had a history of knee instability prior to the poly exchange due to infection and was again experiencing instability after the poly exchange. The review also identified the patient was experiencing ongoing pain that was most likely due to the instability. The patient¿s gait and range of motion were noted to be within normal limits. No product was returned; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty and subsequently reported that he experienced pain and instability. There is no additional information at this time.